Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. The project team reviewed previous durability testing performed using the device ((B)(4)) and found the use did not meet current durability testing standards. Additional durability testing was performed on the device under (B)(4) using more rigorous impaction force and higher number of cycles but was not able to replicate the failure. Racr-0006 rev a for total ankle instruments risk ID 9.6 recognizes the risk that a device is not designed to withstand clinically relevant forces leading to device malfunction/fracture intraoperatively. The currently expected occurrence is a ¿1¿ based on mitigations in place. (B)(4). The other incident had no known date but could have occurred in 2019. In that event, the rate of this failure is a ¿2¿ per sop 701-103-132 rev k. After reviewing the mechanical testing (both previously performed and testing performed as part of the investigation), the failure of the device was most likely caused by misuse. Most likely underlying cause/root cause: per CAPA(B)(4), the broken instrument reported was likely the result of improper use of the device during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique. Corrective action taken: a complaint review for the modular impactor arm (351-10-13) will be performed in approximately one month. Specifics of mallets used in the reported complaints will be evaluated. Proper use of impactors to sites reporting complaints will be communicated. Potential to remove junction to the impactor handle will be researched and evaluated. [This surgeon received communication 15 dec 2020]. The CAPA is still opened at the time of this investigation, and corrective actions are subject to change. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient adverse event, no pieces fell into the surgical site. Per CAPA(B)(4), the broken instrument reported was likely the result of improper use of the device during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The ankle peg punch broke at junction between ankle peg punch and modular handle while impacting tibia. The surgeon proceeded to impact the tibia with ankle peg punch without connection to modular handle. There was a delay, but the patient was not adversely affected. No parts/pieces fell into the surgical site. ¿no pieces were left in the patient.¿ case completed without it causing any adverse effects. The rep was present at the time of surgery. The device was received for analysis. Attempt was made to request additional information from the rep and a response was received. Per the rep, there was a delay of 5 minutes. The device broke when impacting the tibial component, on axis but with very aggressive strikes. No problems were noted at post-op follow-up. No other information has been provided by the contacts about the device/event/patient.